Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer screen was cracked. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Latch tab on power cord bay and handle on the upper case were broken. Power supply and system fan were noisy. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer screen was cracked. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.